Manufacturer narrative:
This device has been returned. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a device replacement procedure this right ventricular (rv) lead pacing impedance measurements appeared normal, but when tested with a pacing system analyzer (psa) the measurements appeared low, and when connected to the device the values were low and out of range while the device paced and showed good pacing threshold values. The connection was checked, and it was noted that the rv lead remains implanted and was working well. No adverse patient effects were reported.